Event description:
The surgeon reported reflux issues and a posterior capsule tear occurred. An anterior vitrectomy was performed. Additional information received from the surgeon stated a post occlusion surge occurred during phaco while the first nuclear fragment was being removed. Ninety per cent of the nucleus was removed, an anterior vitrectomy was performed, and the iol was placed in the sulcus with the wound closed with a 10-0 vicryl suture. The patient then required a pars plana vitrectomy to remove the residual nucleus. The outcome of the event was good with the patient prognosis excellent.

Manufacturer narrative:
The company service representative examined the system and didn't find any problems. The system was then tested and met all product specifications.